Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that when the surgeon was removing the trident acet window trial 50mm from the pt acetabulum by using the universal impactor/positioner, he noticed some metal fragments around the trial. He removed all fragments from there.